Manufacturer narrative:
The physician has achieved certification on the use of exoseal and has used the product in approximately 15 cases prior to this procedure. The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during use of an exoseal vascular closure device, it was reported that bleed back returned in the bleed back port after pulsatile flow had stopped and window had changed to black. The physician suspected intravascular placement of the plug and balloon and stenting were used to restore blood flow. Multiple attempts to obtain detailed procedural and patient symptoms related to vessel occlusion and reason for treating with balloon and stent deployment. An exoseal was inserted into a 7f supersheath (medikit) and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath were retracted. The physician confirmed that the bleed back flow stopped and the indicator window changed to solid black. However, when he tried to press the deployment button, it was noted that the bleed back flow returned at that time. Nevertheless, the physician depressed the deployment button. It is unknown if the indicator window changed at this time. The physician suspected intravascular placement of the plug. The reporter indicated that ¿the plug was treated with a balloon and there was diffuse lesion in the right superficial femoral artery prior to the procedure, so a stent was implanted at the superficial femoral artery. The patient was treated to restore distal blood flow¿. Homeostasis was achieved with by manual compression. There was no report of patient injury. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) to an unknown lesion with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was heavy calcification at the puncture site. There was no stent near the puncture site. The vessel did have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. Procedural films are not available. The physician has achieved certification on the use of exoseal and has used the product in approximately 15 cases prior to this procedure. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, the safety and effectiveness of the device has not been established in patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. The indicator wire has the potential to catch in the calcification instead of the vessel wall leading to a false indicator window reading. In this case, the physician confirmed that the pulsatile flow had stopped when the window changed to black however blood flow re-appeared from the bleed back port. Care must be taken to maintain the sheath and exoseal retracted in place once the pulsatile flow has slowed or stopped and the window has changed to solid black. If position is lost, there is the potential for the sheath and exoseal to be pushed back into the artery resulting in intra-arterial plug deployment if button is pressed. Based on the information available for review, there are possible vessel and procedural factors (arteriotomy near 50% stenosis and ninitol loop could have been caught up in the stent) that may have contributed to this event. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Review of lot 15901829 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was observed during review that no nonconformances and excursions were generated. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of an exoseal vascular closure device, it was reported that an exoseal was inserted into a 7f supersheath (medikit) and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed and the exoseal with the sheath were retracted. The physician confirmed that the bleed back flow stopped and the indicator window changed to solid black, he tried to press the deployment button. At that time, the bleed back flow returned, but he depressed the deployment button. The physician suspected intravascular placement of the plug. The plug was treated with a balloon and there was diffuse lesion in the right superficial femoral artery prior to the procedure, so a stent was implanted at the superficial femoral artery. The patient was treated to restore distal blood flow. Homeostasis was achieved with by manual compression. There was no report of patient injury. The patient¿s approximate height and weight are unknown. This was a percutaneous transluminal angioplasty (pta) to an unknown lesion with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was heavy calcification at the puncture site. There was no stent near the puncture site. The vessel did have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was prepped according to IFU instructions and there were no visible signs of device/package damage prior to use. Procedural films are not available.